Manufacturer narrative:
The used company iii (d) cartridge was not returned. Information was provided that a qualified handpiece was used with a non-qualified, non-company lens and viscoelastic. The root cause for the reported cartridge damage is most likely related to a failure to follow the instruction for use (IFU). A non-company lens and viscoelastic were indicated. Per the IFU: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, at the time of surgery, when inserting the intraocular lens into the patient's eyes the cartridge was ruptured. Despite the occurrence, the surgery was completed because this happened while the implant was being performed, which was successfully performed. Even with the problem, the implant was successfully made. There was no patient harm observed. There are two medical device reports associated with this complaint. This report is for 1st unit.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Photos were provided. The first photo showed the company cartridge from the bottom. Viscoelastic was observed in the cartridge. The reported damage was not visible in this view. Unable to determine handpiece placements from the bottom view. The other photos show the cartridge packaging with the provided lot number. It was reported that non-company lens and viscoelastic. The manufacturer internal reference number is: (B)(4).